Manufacturer narrative:
Other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: a device was returned for investigation. A visual inspection of the device found no discrepancies. During functional testing, a syringe was used to infuse water into the bag. A leakage was detected in the connection between extension tube and female luer. The reported failure was confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: additional information d10, h3, h6. D5 is unknown. No information has been provided to date. Device evaluation: a device was returned for investigation. A visual inspection of the device found no discrepancies. During functional testing, a syringe was used to infuse water into the bag. A leakage was detected in the connection between extension tube and female luer. The reported failure was confirmed. The root cause cannot be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
It was reported that the medication was leaking from the tubing as the cassette was being filled. No patient injury or complications were reported in relation to this event.